Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check could not be performed with tandem technical support as the occlusion alarms occurred in the past. The customer changed the pump supplies to address the issue. The blood glucose level was 191 mg/dl.